Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 199mg/dl. The customer stated that the pump had been turning off randomly throughout the day. He stated that the pump beeps like when it is done delivering insulin then it turns off. The customer was advised to try using a new battery cap. The history showed only reservoir, button error and no delivery. Troubleshooting was not completed as the customer was at work. The customer called a few hours later and stated that he had issues with the dual/square wave bolus and he wanted to know how much insulin was delivered to him in order to give the difference. The customer was advised to monitor his blood glucose and bolus accordingly. The device was not be returned for analysis.